Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, after the green knife was replaced with a purple knife, the guide wire was different. The guide wire is not smooth and has foreign bodies, each set of support guide wires is wrapped around each set, and there is a noticeable shelving when entering and exiting. The hospital is worried about foreign objects falling and producing powder.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white material on a stylet is confirmed; however, the exact cause is unknown. One photograph and one video of a t-lock and stylet was returned for evaluation. An initial visual observation of the photograph and video showed a white substance intermittently on the stylet. It appeared as if the t-lock was flushed. No other damage to the device could be discerned. The white material on the stylet may be the hydrophilic coating detaching from the coils; however, the root cause of the coating detachment could not be determined. This complaint will be recorded for future trending and monitoring purposes.